Manufacturer narrative:
The device was performing per specification upon visit from technical consult. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that alarms did not go off when patient stats went down out of parameters. The device was in use on a patient at time of event, there was no adverse event reported.